Event description:
The patient is a (B)(6) year-old male with a history of complex neurodegenerative disorder, seizures, global delays, and athetoid cerebral palsy who presented to our ed after a new onset ofpain at the left hip. The patient is status post bilateral proximal femoral varus producing osteotomies and then revision right femoral osteotomy approximately 2 months later. X-rays revealed a hardware failure at the left proximal femur through the blade plate and previous osteotomy site. The revision was also due to hardware failure.